Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2008.

Event description:
It was reported that right ventricular (rv) lead thresholds rose at the same time as pacing impedance had significantly increased. Lead integrity alerts (lia) were also triggered for impedance variations and short ventricular intervals and the lead was believed to have fractured. The lead was capped and replaced as calcium and scar tissue prevented successful removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.